Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter one of the patient's chordae tendineae were torn in the right atrium. Ablations were performed on the cti line, these ablations are considered off label use as the farawave is only indicated for pulmonary vein isolations. When repositioning the catheter the array of the catheter fell into the right ventricle and was difficult to remove. They manipulated the catheter carefully and changed the deployment state in order to finally free the catheter. They checked the intracardiac echocardiography (ice) being used for the procedure and saw that a chordae was torn. The patient was not hospitalized and no medical or surgical interventions took place. The procedure was completed using the original catheter with no further complications. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.